Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) confirmed the failure and replaced cbl assy,fo sensor extension and IV pole above. The unit passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump(iabp) port is not functioning properly. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: e3 (occupation).